Manufacturer narrative:
The handpiece was received by the MFR and the complaint was confirmed. Internal components were evaluated and a corroded bearing was determined as the cause of the device failure. The bearing was replaced. Additional preventative maintenance was performed and the handpiece was returned to the customer.

Event description:
While testing the unit, it was noticed that the hand piece becomes hot and makes a loud noise. This was found in a non sterile environment. There is no report of adverse consequence to the user or customer.